Event description:
While setting up the ventilator for patient ventilation therapy, the respiratory care practitioner (rcp) attempted to turn the ventilator on to perform the power on self test. As the therapist tried to power the ventilator on the toggle lever on the switch snapped off preventing the ventilator from turning on. The ventilator was removed from service and sent to biomedical engineering for service and reporting. This is the second incident of these switch levers snapping off. Biomedical determined that the switch design is of the locking level style in which the user is supposed to raise the switch lever about 2mm and then toggle to the on/off position. The locking switch is designed to prevent inadvertent ventilator shut downs, but the user may be breaking the switch unaware that the switch is the locking style. Manufacturer response for ventilator, critical care, maquet servo u (per site reporter) awaiting manufacturer response.